Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use for an unknown procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be already broken in half when the packaging was opened. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures reportable event of fiber broken in package. Investigation results: the fiber was returned broken into four pieces. The first piece measured approximately 13.5 cm from the top of the connector to the break. The second piece measured approximately 55.4 cm from break to break. The second piece measured approximately 128.5 cm from break to break. This piece included kinks. The third piece measured approximately 118.8 cm which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was opened for use for an unknown procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be already broken in half when the packaging was opened. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.